Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2008 (B)(6) product type catheter product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8596, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient experienced an altered mental status and delirium. The reporter stated that when the episodes of altered mental status occurred, which had been for two months, the patient experienced an increase in spasticity. The reporter stated that the managing healthcare professional (hcp) refilled the pump on 2014 (B)(6); the hcp decreased the intrathecal baclofen dose by 10 percent and the patient¿s delirium decreased. The patient¿s altered mental status had been getting worse every day up until 2014 (B)(6), but it appeared that the patient had been doing better since the dose was decreased. The reporter didn¿t know what was going on with the patient and didn¿t know whether there was a volume discrepancy at the refill appointment. Catheter access port (cap) access was attempted and very little cerebrospinal fluid (csf) was obtained; about a drop of csf was aspirated into the syringe. The reporter stated that they thought it could be "clogged." No therapy bolus was administered when aspiration was attempted at the cap. The patient had been in the hospital for about 8 weeks and the patient was an in-patient on the report date. It was not specified if the hospitalization was solely due to the patient¿s infection related to their stimulation system (refer to manufacturer report # 3004209178-2015-00048) or if the hospitalization was also due to this event. The reporter stated that a neurosurgeon was notified to discuss next steps. The pump was delivering an unknown brand of baclofen. Follow-up was conducted for additional information. If additional information is received, a follow-up report will be sent.